Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that they did receive low batter alert prior to the off no power alert. Customer stated that this is the second occurrence of off no power in less than 24 hours. The customer was advised that the device would be replaced. The customer was advised to continue to wear pump until replacement arrives.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The moisture damage was found on the motor assembly. Unable to verify the low battery or off no power tests or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all operating current measurements due to the blank display. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip.